Manufacturer narrative:
Details of complaint: the customer reported that 4 of their 5 telemetry devices, connected to patients, displayed signal loss at the central nurse's station (cns). There was no patient harm or injury. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue cannot be determined as the customer stated that the issue was resolved but is unable to provide a specific root cause. The customer did share that the maintenance personnel replaced a piece of hardware in the data closet and was able to resolve the issue. There were no further specifics on what hardware was replaced. The overall risk rating is medium. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: org: model #: ni. Sn: (B)(6). Org: model #: ni. Sn: (B)(6). 4 transmitters: model #: ni. Sn: ni.

Event description:
The customer reported that 4 of 5 telemetry devices connected to patients are displaying signal loss. Nihon kohden technical support along with the customer went into the org setting tab, then flipped the org's to rssi mode and noted that the signal strength coming from the telemetry devices in question were 7-8, the 5th telemetry device that was working correctly had a signal strength of 12. No reports of patient injury or harm.

Manufacturer narrative:
The customer reported that 4 of 5 telemetry devices connected to patients are displaying signal loss. Nihon kohden technical support along with the customer went into the org setting tab, then flipped the org's to rssi mode and noted that the signal strength coming from the telemetry devices in question were 7-8, the 5th telemetry device that was working correctly had a signal strength of 12. No reports of patient injury or harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns: org: model #: ni, sn: (B)(4). Org: model #: ni, sn: (B)(4). 4 transmitters: model #: ni, sn: ni.

Event description:
The customer reported that 4 of 5 telemetry devices connected to patients are displaying signal loss. Nihon kohden technical support along with the customer went into the org setting tab, then flipped the org's to rssi mode and noted that the signal strength coming from the telemetry devices in question were 7-8, the 5th telemetry device that was working correctly had a signal strength of 12. No reports of patient injury or harm.